Manufacturer narrative:
The reviewed literature article contained a study of 274 patients that underwent minimally invasive si joint arthrodesis. The article indicated that there were 12 revision surgeries in the fusion group. Six of those revision surgeries appear to not have been previously recorded. There are currently no details about those six revisions that indicate that they are serious injuries or are even reportable. The investigation is continuing and this MDR will be updated and/or additional mdrs may be created if/when more information becomes available. Publication: spain k, holt t. Surgical revision after sacroiliac joint fixation or fusion. International journal of spine surgery. 2017;11(1):24-30. Doi 10.14444/4005.

Event description:
The reviewed literature article contained a study of 274 patients that underwent minimally invasive si joint arthrodesis. The article indicated that there were 12 revision surgeries in the fusion group. Six of those revision surgeries appear to not have been previously recorded. There are currently no details about those six revisions that indicate that they are serious injuries or are even reportable. The investigation is continuing and this MDR will be updated and/or additional mdrs may be created if/when more information becomes available.

Manufacturer narrative:
This report has been updated since the initial filing on 03/10/2017. The performing surgeon provided information about the case on 03/10/2017 after the initial report was filed. Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# 7628002578003, mfd. 07/06/2011, expires 2014-07, (B)(4). 2nd (inferior): ifuse implant, p/n 7045-90, lot# 7628002578004, mfd. 07/15/2011, expires 2014-07, (B)(4).

Event description:
The patient had a previous open bilateral plate fusion which did not relieve the si joint pain symptoms. The patient later had a left si joint arthrodesis in (B)(6) 2011 where two implants were placed. The patient's pain symptoms persisted following the arthrodesis procedure. In (B)(6) 2013, the surgeon performed a revision surgery where he removed both implants and placed bone graft in the si joint. No new hardware was added. The patient did not show much improvement following the removal of the implants.